Event description:
The patient contacted animas on (B)(6) 2012 alleging the ok button was worn. The reporter denied damage to the keypad and stated there were no tactile changes. The reported stated there was moisture noted behind the display lens yesterday. The patient denied trauma to the pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The ok button was confirmed to be worn. On testing, all the keypad buttons were responsive without delay. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.